Event description:
Core lab information further reported that a stent fracture occured.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) study. It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 95% stenosed and eccentric 2.75x10mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilatation and the placement of a 2.75 x 12 mm taxus express 2 study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, the patient was admitted with unstable angina and cardiac catheterization was recommended. Using a femoral approach, an attempt to perform angioplasty was made in the highly stenotic and severely calcified and tortuous mid rca however the balloon could not cross the lesion. The guide catheter and guide wire were exchanged and a 2nd attempt to cross the lesion with a 2.0mm quantum maverick balloon and ultimately a 1.5 x 8mm quantum maverick push balloon were made but failed. Again, the guide catheter was exchanged and an additional guidewire was placed providing excellent support. An attempt to advance a 1.5mm balloon was made which resulted in partial advancement of the balloon into the stent. A balloon inflation at 6 atm's was made, but the balloon could not advance fully into the lesion. At this point the patient remained hemodynamically stable and it was elected to terminate the procedure. In (B)(6) 2010, treatment consisted of CABG x 1 with svg to the pda. The patient was discharged four days later.